Manufacturer narrative:
This lead was capped on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on the rv channel in recordings transmitted to home monitoring. The first rv lead monitoring recording transmitted to the hmsc was dated (B)(6) 2023. Tachy therapy has been programmed off in the device. Lead is currently implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.